Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a mycotic abdominal aortic aneurysm. The access vessels were reported to be non-tortuous, with a highly calcified right iliac artery. It was reported that the physician implanted the stent graft. After the device was implanted final angio revealed a blush approximately 25 mm below the lowest renal artery. The physician believes it is either a type iii or type IV endoleak. No additional clinical sequelae were reported and the patient is fine. Additional information indicates that the physician determined the endoleak was a type IV, and had resolved without further intervention. The physician decided to use a thoracic device because he needed a longer tube, approximately 100 mm long.

Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (use of a thoracic device for an abdominal procedure, mycotic aneurysm).